Event description:
Admitted to hospital in 2009 for right mid ureteral stone. Has 8 mm ureter obstructing sone with high grade obstruction. Had cystoscopy, right stent placement, lithotripsy of stones. Using # 4.0 lma. During extubation, lma broke apart in 3 parts in mouth. Extracted all parts after paralyzing agent given as patient biting down on tube. Developed negative pressure pulmonary edema. Admitted to ccu pos-op.